Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, waa providing therapy when the pain/discomfort occurs, the unintended stimulation causing heat sensation/shock, changing the waa parameters unintentionally, and the patient experiencing unintended stimulation/new pain in an area not targeted for therapy have been ruled out as potential causes. The physician thinks the pain could be possible muscle spasms from the procedure and does not think the lead was placed too close to the nerve. The patient's main site of pain is much lower than where the lead was placed. Additionally, the questionnaire shows the patient has a non-stimwave device implanted which is not in compliance with the IFU. The stimulator is used to treat pain. The cause of the reported issue is due to interference of a non-stimwave device as this is not in compliance with the IFU (user error - clinician).

Event description:
The patient reported burning pain on the left side after being implanted with a superior cluneal nerve stimulator. The patient is still having some of the same pains they reported but episodes have weakened and are not as frequent. Steroids were prescribed, the patient's waa was reprogrammed and is providing relief.